Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred and bleeding was confirmed. The device was used on cystic artery. The amount of bleeding was unknown. No blood transfusion was required. Another device was used to complete the case. There were no adverse consequences to the patient.